Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the insulin pump had multiple motor error alarms and no delivery alarms. Blood glucose level at the time of the incident was not provided. The caller also reported that the customer had been hospitalized due to diabetic ketoacidosis. The insulin pump was not replaced or returned for analysis.

Manufacturer narrative:
It was reported by the customer that she is with her health care professional; states she needs to get another insulin pump due to recurring insulin pump issues. The nurse states the customer has been converted to manual injections because of the issue. The insulin pump will be returned for product analysis.